Event description:
Name of procedure performed: anterior hip replacement the rep was not present during the case. The rep was informed that during the case the product seemed to be flaking. This product was the second one used from the box. The first product from the box was used in a separate case and worked fine. Product is available for return. Additional information received via email on 11jan2021 from [name]. The product has been received by applied medical. The lot number of the returned product is 1394723. Patient status: no patient injury. Type of intervention: ni.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed that there was a tear in the outer lining of the sheath. Based on the condition of the returned unit, it is likely that the reported event was caused by an instrument that came into contact with the outer lining of the sheath. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Manufacturer narrative:
The event unit is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure performed: anterior hip replacement. The rep was not present during the case. The rep was informed that during the case the product seemed to be flaking. This product was the second one used from the box. The first product from the box was used in a separate case and worked fine. Product is available for return. Patient status: no patient injury. Type of intervention: ni.